Manufacturer narrative:
(B)(4).

Event description:
It was reported that the one day post implant the physician noted that the patient has developed a pneumothorax, a thorax drain was placed and removed a few days later, at which time the atrial lead exhibit a sensing anomaly and high thresholds. A fluoroscopy showed that the atrial lead was dislodged. The lead was revised on (B)(6) 2015 successfully. The patient was well.